Manufacturer narrative:
The product without event logs was received and the investigation was completed. Device history record review was completed, and pump passed all post-sterile inspection checks. High purge pressure: the clinical details state that there was a high purge pressure alarm with lower purge flows. Altepase was put into the purge fluid. It is unknown if/when the alarms resolved. There are no data logs returned. The returned product had biomaterial noted in the inlet and outlet cage that was unable to be removed after soaking. Fluid was not able to be pushed through the purge gap as the catheter was separated near the motor housing and the purge line was impacted. However, the pump was purged with the cassette returned and there were no issues noted with the side arm an fluid expelled from the catheter at the point of the separation. Due to not being able to test the device as a whole and no data logs returned as well as clinical details confirming resolution of the alarms, the root cause of the high purge pressure cannot be established. Difficult/unable to remove. The clinical details stated that strong force was required to remove the pump and the catheter ended up breaking and hanging by a wire. The returned product confirmed this as the catheter was broken near the motor housing and the nitinol was uncoiled. There was significant stretch seen on the catheter jacket but the cannula remained intact. There was significant clot in the inlet and outlet cage of the pump. Due to the lack of clinical details on why a strong force was required to remove the pump, the root cause of the difficulty/unable to remove cannot be established. Pd-catheter-(separation, break): the clinical details stated that strong force was required to remove the pump and the catheter ended up breaking and hanging by a wire. The returned product confirmed this as the catheter was broken near the motor housing and the nitinol was uncoiled. There was significant stretch seen on the catheter jacket but the cannula remained intact. There was significant clot in the inlet and outlet cage of the pump. Based on the clinical details and returned product, the root cause of the product damage is most likely due to material fracture due to use as strong force was applied to the catheter on explant, causing it to separate. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported that they encountered a high purge pressure during impella 5.5 support. The doctor reported decreased purge fluid (pf) at 3.3 milliliters per hour (ml/h). The bag and system were changed, and the pf was subsequently at 3.9 ml/h. Further steps and the problem were discussed, including purge lysis, and contact with the hotline was recommended for a change. Later, an alarm "pp high" was present, where purge pressure (pp) was over 1100 mmhg and purge fluid was less than 2ml/h. Lysis protocol was sent out with recommendations for application. Recommendations were also given to change purge fluid and cassette to prevent future complications. Lysis was done by the medical team. There were no further issues with the purge system. The pump ran smoothly and motor current was in range. The patient was in stable condition. Additionally, during explant of the pump, strength and force had to be applied in order to remove the pump. During this procedure, the cannula detached from the catheter and was hanging by a wire. The complete system could be removed without any harm of the patient.

Manufacturer narrative:
Corrected data. D4 catalog number updated/corrected. A150207 removed from h6.